Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. The target lesion was located in the coronary artery. An ion otw 32mm x 3.50mm stent failed to cross the lesion multiple times. The ion otw 32mm x 3.50mm stent was removed and flared struts were noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).